Event description:
It was reported that the anesthesia system had erratic co2 readings and that the o2 flush did not work. The log contains alarms indicating a pressure issue. There was no patient harm reported. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated at the hospital by the trained hospital biomedical engineer. The investigation concluded that the anesthesiologist had in error connected the expiratory patient hose to the afgo (additional fresh gas outlet). In addition, the water trap was nearly full with water and was due for replacement. The received device logs confirm the reported issues with a erratic fico2 readings and the pressure issue. The erratic fico2 readings were likely due to the nearly full water trap and the pressure issue was caused by the incorrect connection of the expiratory patient tube. In the situation of a high airway pressure alarm the fresh gas safety valve is opened and the ventilation is interrupted. The manual breathing bag is not filled despite the attempts using the o2 flush. The hospital biomedical engineer performed system check out successfully and performed test cases successfully. The biomedical engineer cleared the unit for clinical use.

Event description:
Manufacturer's reference number: (B)(4).